Manufacturer narrative:
Investigation summary: it was reported the blunt plastic cannula is causing coring. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a vial and no other information could be obtained from the photo. It could be possible the customer is not using the product as intended. If the product is not meeting the customer¿s needs, it may be beneficial to contact the local bd sales, or marketing representative, for additional product options. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by customer that the bd interlink¿ blunt plastic cannula had cored. The following information was provided by the initial reporter: we recently had a stopper coring issue reported to us by our anesthesia team when they used the attached blunt point device to withdraw liquid medication from a drug vial.

Event description:
It was reported by customer that the bd interlink¿ blunt plastic cannula had cored. The following information was provided by the initial reporter : we recently had a stopper coring issue reported to us by our anesthesia team when they used the attached blunt point device to withdraw liquid medication from a drug vial.

Manufacturer narrative:
H6: investigation summary it was reported the blunt plastic cannula is causing coring. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a vial and no other information could be obtained from the photo. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed.